Manufacturer narrative:
Evaluation summary: the material of the impactor is within spec. No conclusion can be drawn.

Event description:
Complaint claims the tip of the impactor broke during surgery and was retrieved from the pt. Surgery may have been delayed by this event. No injury to the pt was reported.